Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited increasing pacing lead impedance measurements, the most recent of which were out of range.